Manufacturer narrative:
The device was received for evaluation with approximately 20 ml of unspecified liquid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor device would not flow. The device was filled with 2150mg of fluorouracil diluted with 24.71 mg/ml of sodium chloride (nacl) with a final volume of 87ml. Three days prior to the event onset, the device was connected to the patient. On the day of the event onset, the device didn¿t infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.